Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d8,h2,h3, h6, h11 a review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to the regional investigation center for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: component failure of outer grip, insertion tube and universal cable. Based on the results of the investigation, since the customer¿s allegation was not reproduced, a root cause could not be identified. Regarding the newly identified malfunctions, it is likely the cause was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
Additional information was provided by the costumer: the event occurred during a therapeutic unspecified procedure.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the subject device had a noise on the image. There were no reports of patient harm.